Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient experienced cannula issue with an infusion set. The cannula was kinked. The event occurred on (B)(6) '2024. The insertion of the site was the belly. Blood glucose level was 280 mg/dl at the time of the event. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated.the batch 6007397 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. 1 used cannula was provided ant there is a visible defect (kinked cannula at the middle). The following test was performed: visual inspection according to with wi version 41, test on returned sample, 1 used cannula was found kinked cannula at the middle. Functional test according to with wi version 9, test on returned sample, 1 used cannula passed the flow test. A batch record review was conducted resulting in the following: the 6007397 was manufactured according to the document version 72 on the packing process in the line l171, on 07/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, defect found on returned sample, this failure cannot be recreated in a test environment, no non-conformance (nc) raised during production, no further action is required for this complaint.

Event description:
To date no additional patient or event details have been received.